Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 years and 7 months after dental implant was installed in intraoral region 19#, its loss of osseointegration was observed. In addition, the patient presented bone type ii, 80ncm of primary stability was achieved and biomechanical overload has happened.